Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A malfunction based on analysis was found. The device in backup mode was received for analysis. Analysis of device image revealed the device went into backup mode due to memory corruption. The device was restored from backup mode. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions testing were normal with no anomalies. The backup operation could not be reproduced. The cause of the reported event could not be determined.